Event description:
Baxter apii pca pump failed to properly calculate dose delivery. This includes total amount delivered as well as hourly delivery. Event occurred with a pt in surgical intensive care unit.